Event description:
Fractured guidewire. Physician removed wire from patient and distal portion of wire fractured. Guidewire was completely removed when the product failure occurred. Same guidewire and exact lot number as guidewire that fractured during the same procedure on a different patient earlier in the day. Piece that fractured is approximately 9.5 cm. Following thrombectomy/embolectomy distal m1 left mca remains occluded. FDA safety report ID # (B)(4).